Event description:
A pt was enrolled in (B)(6) study for stress urinary incontinence. The pt was injected with 1.0 ml coaptite on (B)(6) 2011. The pt experienced a vaginal yeast infection on (B)(6) 2011 and resolved on (B)(6) 2012. The pt was treated with diflucan 150mg x 1 dose. Per physician, the event was of mild severity and definitely not related to coaptite.

Event description:
The patient was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2012 the patient had a urinary tract infection (uti) that was diagnosed bu a urinalysis. On (B)(6). The physician assessed the event of uti as moderate and definitely not device related.

Manufacturer narrative:
(B)(4). The device history records for lot 1026682 was reviewed, all required testing specifications were met prior to release, no abnormalities noted.